Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. Additionally, the pump history was not being completely displayed in the pump history. The customer¿s blood glucose was 250(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged history issue could not be verified.